Manufacturer narrative:
The product, navio surgical system (us), npfs02000, (B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, factors that may have contributed to the reported symptom may be associated with pelvic motion during hip center calculation or an interpretation that the direction of the animation during collection would have a bearing on the outcome or accuracy of the data collected. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during navio tka procedure while patient under anesthesia the hip center seemed to be going in wrong direction. Surgeon has done 300+ cases and when he would circumspect the hip, the data points were not correlating on screen to where he was in space. Took him a few times to collect and recollect. Eventually worked. When collected unstressed baseline rom, the bars that turn from yellow to green: all of the bars turned green just like the always do, except for one bar in mid flexion. Took it almost a minute of trying probably a dozen full range of motion movements to finally town green and let us proceed to next screen. Outcome was good. No negative repercussions in execution of cuts or outcome. Delay reported less than 30 minutes.